Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was implant fabric damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The computed tomography (CT) imaging showed complete patency to the distal end of the laa despite a closure device placement showing no leaks or uncovered lobes. The physician was concerned that there may be a defect in the fabric of the device. There were no patient complications that were reported to have occurred as a result of this event.